Manufacturer narrative:
The user also reported inconsistent / low rbc and hgb results while running quality control (qc) on the day the erroneous sample data was generated. The user's peer insight quality assessment program report for lot 5208 date range: (B)(6) 2015 indicate that on (B)(6) 2015 the second qc analyses on (B)(6) 15 results recovered out of range for all levels of rbc and hgb when compared to the sysmex qc assay sheet's expected results. No errors were presented to confirm whether the user was alerted to an analyzer malfunction. Following the repair, calibration was performed, and all levels of quality control results recovered within the laboratory's established ranges. Instrument tested operational. Sysmex technical services quality solutions manager and product complaint specialist made a determined effort, (eight attempts) to contact the risk management representative in an effort to obtain patient/sample ID and patient's outcomes from the facilities health professionals without success.

Event description:
The xn-10 generated falsely low red blood cell (rbc) and hemoglobin (hgb) results using the automated mode. The initial results for several samples had both low rbc and hgb values that and were reported to the physician. The laboratory did not perform repeat analysis to confirm values or investigate flags prior to reporting initial results, and two patients with affected samples received blood transfusions based on erroneously low hgb results. One of the two affected patients was reported to have had a transfusion reaction. Patient results demonstrating low rbc and hgb results was submitted for this case; however, the reporter did not specify which sample results corresponded to the patients transfused based on erroneous rbc/hgb results. Subsequent repeat testing of affected samples was performed on xn-10 (serial number (B)(4)) and increased rbc/hgb results were recovered. Field service engineer (fse) inspected the analyzer for performance issues. A clog was found in the rbc/hgb mix chamber, resulting in incomplete draining of the chamber further diluting the sample in the chamber. The issue was resolved by flushing the drain line from the rbc/hgb sample chamber to waste chamber 1.